Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported by a healthcare provider (hcp) that the ins was non-functioning. It was noted that the caller was not with the patient at the time of the call. The event was documented and compatibility guidelines were reviewed, stating that as long as the system was implanted, the manufacturer company recommended following their MRI guidelines. The patient's relevant medical history included patient needs spine scan for transverse myelitis (unrelated to system) and essentially now paralyzed from nipples down. No further complications were reported at this time.